Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Although there is no indication that a malfunction of the srm device occurred, the cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported that after the completion of a transcarotid artery revascularization (tcar) procedure, the patient experienced right arm weakness. A MRI scan was performed where a small embolous stroke with no hemorrhage was confirmed. The physician stated that the stroke may have come from the ulcerated lesion. The patient has regained grip strength on his right side and the stent is open and patent.